Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), ovarian cystectomy ('I had a big cyst removed from one of my ovaries'), scar ('scar tissue') and cyst removal ('other cyst removed') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), scar (seriousness criterion medically significant) and endometriosis ("endometriosis") and underwent ovarian cystectomy (seriousness criterion medically significant) and cyst removal (seriousness criterion medically significant). The patient was treated with surgery (on (B)(6) 2018 cyst removed, cyst removed and scar tissue removed). At the time of the report, the pelvic pain, ovarian cystectomy, scar, cyst removal and endometriosis outcome was unknown. The reporter considered cyst removal, endometriosis, ovarian cystectomy, pelvic pain and scar to be related to essure. The reporter commented: physician recommended hysterectomy. Concerning the injuries reported in this case, the following one/ones were reported via social media: ovarian cyst, scar, cyst, endometriosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received: reporters were added. Case become incident . Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), ovarian cystectomy ('I had a big cyst removed from one of my ovaries'), scar ('scar tissue') and cyst removal ('other cyst removed') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), scar (seriousness criterion medically significant) and endometriosis ("endometriosis") and underwent ovarian cystectomy (seriousness criterion medically significant) and cyst removal (seriousness criterion medically significant). The patient was treated with surgery (on (B)(6) 2018 cyst removed, cyst removed and scar tissue removed). At the time of the report, the pelvic pain, ovarian cystectomy, scar, cyst removal and endometriosis outcome was unknown. The reporter considered cyst removal, endometriosis, ovarian cystectomy, pelvic pain and scar to be related to essure. The reporter commented: physician recommended hysterectomy. Concerning the injuries reported in this case, the following one/ones were reported via social media: ovarian cyst, scar, cyst, endometriosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2020: quality-safety evaluation of ptc. (Product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.